Event description:
A report received from the USA indicated an 840 ventilator with a graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) failure. There was no reported pt involvement. The date of the event was not reported.

Manufacturer narrative:
The event was confirmed by the covidien customer svc engr (cse). The backlight inverter board was replaced. The device passed all calibrations, including the extended self test (est), short self-test (sst) and electrical safety testing. The device met all manufacturing specifications at the time of svc. (B)(4).